Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that the battery gauge was fluctuating. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.